Manufacturer narrative:
It was reported that pressure transducer test failed during pre-use check. According to the information provided by the technician, the device failed pressure transducer test during pre-use check and nozzle units on air and o2 gas modules were found defective and have been replaced to resolve the issue. Review of the provided logs confirmed occurrence of the reported issue. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. The issue was decided to be reported as defective nozzle unit may lead to stop of ventilation, low o2 or high pressure. According to the user¿s manuals for servo-I rev. 06, and service manuals for servo-I rev. 10 preventive maintenance of the system must be performed by authorized personnel at least once a year, or every 5000 hours of operation, whichever comes first. One of the parts which must be replaced in order to keep the ventilator function safe for the patients are nozzle units, which are also included in maintenance kit 5000 hours. It is essential to replace nozzle unit as specified in our device documentation to avoid failure of the device. Additionally, none passed puc is visible in the device's logs. According to above mentioned documents, the user should always perform a puc before connecting the ventilator system to a patient as well as checking that the system, its settings, connections have been set/done correctly by operator while preparing the device for use. Ventilator system shall not be connected to a patient while a malfunction persists. To ensure correct system functionality, optimal performance and patient safety, a pre-use check must be performed. When the puc is completed, all sources of alarm signals and alarm conditions have been verified and the alarm system operates correctly. In case of puc failure, user manual include guidance in regards to the possible causes and actions to be taken. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).